Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not allow the customer to request a bolus as the customer experienced a low blood glucose (bg) level; value was unknown. The contact declined to upload the pump data logs.